Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges the hand control burst into flames.

Manufacturer narrative:
The root cause of the failure appears to be a damaged strain relief which caused the harness to fail; the pcb works as intended. The product literature contains instruction to periodically check the hand control for visible damage. Note: when attempting to file a follow-up on this file, complaint #(B)(4), 2530130-2023-0002, I found this file was not in the esubmitter file system. I began to reseach this MDR. I had acknowledgement receipts as passing and I found the MDR registered in maude but still could not find the file in the esubmitter. With further research in webtrader, I identifed the following: on (B)(6) 2023, the submitter results produced "pass" at 13:29:59 est however, on (B)(6) 2023, the submitter results produced "fail" at 13:31:31 est. As a result, the emdr was not tranmsitted. I have now submitted this follow-up to explain the situation above and add the product evaluation.

Event description:
Provider alleges the hand control burst into flames.